Event description:
Patient reported that the left side "prosthesis reversed." Healthcare professional later reported "inverted," "anteroposterior rotation of the implant and peri-implant fluid." Healthcare professional additionally reported " nodules " not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.